Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 1473023 were tested with control solution instead. All results were within the range specification and no errors were observed. The complain is not confirmed.

Event description:
Customer's girlfriend reported the following information: on the morning of (B)(6), 2014 customer attempted to test using his adc blood glucose meter, but when he applied a blood sample to the test strip, the test did not start and no reading was produced. Caller further reported that later in the day, while the customer was at work, he experienced a loss of consciousness and collapsed. Paramedics were called and transported him to a local healthcare facility. At the hospital customer was diagnosed with hyperglycemia and treated with a "shot (assumed to be insulin) to lower his high blood sugar". No further information was provided as caller and customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.